Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after implant of a 3.0 x 28 mm rx xience v stent a dissection was noted. Another drug eluting stent was used to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." A conclusive root cause cannot be determined.